Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? No. If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? No. If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? No, patients operated 13 years ago. If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used? No. Products were ordered 14 years ago.

Event description:
It was reported in a journal article that the patient underwent a lichtenstein hernia repair procedure in local anesthesia on unknown date between 03/2003 and 08/2004 and the mesh was implanted. It was possible that, at first week post-op, the patient experienced wound infection, wound swelling/bruises, wound hematoma and/or analgesic use daily/sometimes. Long-term results after the first year possibly were pain with analgesic use or feeling of foreign body. After the second year, the patient experienced either lateral or medial recurrence, analgesic use or feeling of foreign body.